Manufacturer narrative:
Updated b1 is product problem was omitted during previous report. Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of mechanical interaction with blood / hemolysis was not determined due to no product returned, inconclusive data log review, and insufficient clinical details.

Manufacturer narrative:
Section d4 catalog number was corrected. Section d4 primary UDI number has been updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 59-year-old male with an indication for use of acute myocardial infarction complicated by cardiogenic shock, consistent with pre support scai shock stage e, was supported with impella devices. The patient received two devices during the course of care: an impella rp flex (implanted (B)(6) 2026 at 18:15 and explanted (B)(6) 2026 at 15:41 via right internal jugular venous access) and an impella cp (implanted (B)(6) 2026 at 16:43 and explanted (B)(6) 2026 at 16:12 via right femoral arterial access). During impella support, hemolysis was reported. The method of hemolysis diagnosis was not specified. Imaging was available and was used to assess pump position, with good pump position reportedly confirmed during the period of hemolysis. Hemolysis was reported in a critically ill patient undergoing impella rp flex and impella cp support for cardiogenic shock during acute myocardial infarction. Based on the information available, the root cause of the hemolysis and its relationship to the device could not be determined. The patient was successfully weaned from support and survived to explant. Further evaluation, including returned product analysis and requested data download, is pending to assess potential device contribution. Hemolysis may be influenced by patient specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, anticoagulation status, and potential device position.